Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an alert for the right atrial automatic threshold (raat) test in suspension mode. Upon review, boston scientific technical services (ts) noted high capture thresholds on the right atrial (ra) lead. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this device was explanted. No additional adverse patient effects were reported. This product has been received for analysis.